Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field- g2. A getinge field service engineer (fse) replaced the fiber extension connector (d012-00-1562). Functional tested without any further issues. All work was performed on maintenance so# sa-00160013. Cardiosave iabp services completed. Safety, calibration, and functionality checks to factory specifications.

Event description:
It was reported that during the semi annual maintenance cardiosave intra aortic balloon pump (iabp) had broken fiber optic extension connector housing/ socket and did not have affected the fiber-optic operations. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of investigation.